Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys troponin t hs assay (tnths) on two cobas 8000 e 801 module (e801) analyzers. An erroneous result from the sample was reported outside of the laboratory. A sample from the patient was tested for troponin t on a radiometer aqt analyzer and the result was negative. This value was reported to the doctor. Per the hospital routine, a serum sample collected from the patient at the same time was tested for tnths twice on an e801 analyzer, resulting as 155 pg/ml and 157 pg/ml. The customer assumed that the e801 analyzer was performing well and the platform was deemed to be superior, so the doctor was alerted of the abnormal tnths value. The patient was then sent to the hospital. The serum sample was then tested for troponin I on an architect analyzer, resulting as 4.4 ng/l (negative). The serum sample was also analyzed for ck and this value was normal. The pathologist was suspicious that the patient sample contained some sort of interfering antibody. On (B)(6) 2018, the serum sample was tested on a second e801 analyzer, resulting as 179 pg/ml. On (B)(6) 2018, the serum sample was repeated on the second e801 analyzer, resulting as 173 pg/ml. The pathologist then treated the serum sample using a heterophilic blocking tube manufactured by united bioscience and tested this on the second e801 analyzer on (B)(6) 2018, resulting as 15.5 pg/ml (negative). The sample was treated again to double check and the value was again normal. No adverse events were alleged to have occurred with the patient. The serial numbers of the e801 analyzers were asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contains an interferent to a component of the tnths assay. The interference is caused by a high molecular weight compound, presumably igm. This limitation is covered in product labeling.